Event description:
It was reported that balloon rupture occurred. A 8.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during third inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.